Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018 to reposition the internal magnet.

Event description:
It was reported that the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). The patient's head was wrapped per the manufacturer's specifications. Revision surgery to reposition the magnet is scheduled; however, it is unknown if this has occurred as of the date of this report.